Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to complete functional test including occlusion test due to prime anomaly. Also, the insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, a21 error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer reported that the paramedics came prior to the hospitalization. The customer also reported that the keypad was unresponsive and they received a button error alarm. The customer's blood glucose was 32 mg/dl at the time of the incident. The customer stated that the low blood glucose was treated with peanut butter and jelly sandwiches with orange juice. The customer's blood glucose was 342 mg/dl at the time of call. The customer's blood glucose was 117 mg/dl at the time of hospitalization. The date of the hospitalization was (B)(6) 2015. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.